Event description:
It was reported that during a supply change the center of the inset 6mm/23in infusion set dislodged while removing adhesive tape, after which the user required assistance navigating the ilet to complete a full supply change. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated incorrect procedure of infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.